Event description:
Physician reported that following a breast biopsy procedure, she inserted a gel mark through a mammotome probe. The pellets and wire form were deposited into the biopsy cavity and upon removal of the applicator. The md noted that the tip of the applicator had sheared off. A follow-up x-ray showed the tip to be located approximately 1cm from the skin surface. There was no pt severe effect and no add'l intervention is planned.